Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned for investigation. Facility discarded the device. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received the loop broke during surgery. Fortunately, they heard the loop metal part fall into a metal cup. It didn´t go into two pieces - it came totally loose. Insignificant surgical delay or prolongation of surgery as reported. The procedure was completed without any patient injury or harm. No negative impact in state of health reported.

Manufacturer narrative:
As no product was returned for evaluation, a final root cause determination is not possible. However, based on a review of similar complaints involving the same product code and comparable models. The most probable root cause is identified as mechanical overload of the electrode during application. This type of damage is typically associated with excessive force or improper handling during clinical use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).